Event description:
It was reported that patient experienced headaches, nausea, vomiting, and diarrhea. The drug used in the patient's pump is dilaudid and bupivacaine. The pharmacist had informed the patient the symptoms could be the result of the bupivacaine. The concentration of the bupivacaine reportedly had been increased by 50%. The patient suspected this was to decrease refill frequency. Since the increase, the patient has been symptomatic. It was also reported the pump had moved and sticks out more and the catheter had pulled back. The nurse had a hard time finding the port during a refill. Additional information has been requested, but was not available on the date of this report.